Event description:
The customer contact reported the device did not sound an audible alarm tone during an alarm condition. The device was programmed to deliver an unspecified antibiotic. No specific programming parameters were provided. It was reported that after the nurse pressed the start key, the device displayed e301 (audio alarm failure) with no audible alarm tone. The device was removed from clinical svc. Therapy resumed using a replacement device. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. During testing at the user facility, the device displayed e301 (audio alarm failure) with no audible alarm tone while on the low and high volume positions. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).